Manufacturer narrative:
The gehc service representative replaced the sensor interface board, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The gehc service representative discovered the unit was not switching to mechanical ventilation. There was no report of patient involvement.